Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had to adjust and turn their stimulation down over the weekend because for some reason their lead moved and was shocking them badly. The patient stated they turned the stimulation down and they were going to see their urologist this afternoon to reposition the wire. The patient confirmed the stimulation was comfortable at the time of the call and the issue was resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient declined education. Sent educational e-mail.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va37h7y. Implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.